Event description:
Philips received a complaint by the customer on the v60 indicating that the device is displaying error code 1104 post backup audible failed message. It was reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
H10: a philips service engineer was not able to evaluate nor repair the device; therefore, it could not be determined if it failed to meet specifications. The customer didn¿t accept the quote and no work order was generated due to the hospital being closed until may 2024 and the unit will be in storage. The customer will call to schedule when ready for the repair. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.